Event description:
A report was received that the patient had the leads and clik anchors explanted due to post-operative pain in the right foot after the implant procedure. The patient was hospitalized as the physician requested for the patient to be monitored to control the pain. The patient's pain has decreased slightly.

Manufacturer narrative:
Additional information indicated that the physician assessed that the pain was not device related. The pain was from the positioning of the safety belt on the or table causing nerve irritation. The patient is doing significantly better. Device evaluation indicated that the leads passed visual and photographic imaging tests performed. The leads are intact and no parts are missing. Device evaluation indicated that the clik anchor passed visual and photographic imaging tests performed. The clik anchor is intact and no parts of it are missing.

Event description:
A report was received that the patient had the leads and clik anchors explanted due to post-operative pain in the right foot after the implant procedure. The patient was hospitalized as the physician requested for the patient to be monitored to control the pain. The patient's pain has decreased slightly.

Manufacturer narrative:
Additional suspect medical device components involved: model: sc-2218-50 serial: (B)(4) description: enh st ld kit model: sc-4316 lot: 14541512 description: next generation anchor kit-sterile.